Manufacturer narrative:
The local factory service rep observed no device discrepancy related to the report. A factory evaluation of a critical event record made with the device at the time of the reported event gave indication the device was functioning within its performance criteria during the use.

Event description:
The device was connected to the pt and an attempt to perform ECG rhythm analysis was made. The device reportedly prompted check pt repeatedly, and analysis could not be completed as a result.